Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that yesterday, her leakage returned so she wanted to make some therapy changes but her communicator and handset weren't charged. After she charged the equipment, her handset just kept saying it "could not find the device." Patient services reviewed information and the caller successfully increased stim to a comfortable level without any issues. No further patient complications are anticipated or expected as a result of this event.